Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter :   the consumer reported the needles break when inserting into skin and or vial and was able to remove the needles on own. Date of event : unknown; sample status : awaiting sample.

Manufacturer narrative:
The following information has been updated: d.10. Device returned to manufacturer?: yes. D.10. Date returned to manufacturer?: 2022-03-07. H.3. Device returned to manufacturer?: yes. H.3. Device eval. By manufacturer?: yes. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned (10) 31gx8mm, 1ml bd insulin syringes in an unopened polybag from lot# 0335044. The customer reported finding the needle to break when inserting into skin and/or vial. The returned syringes were examined, then tested for needle length, point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point: outer diameter (in.): lube: sample 1: good, 0.0103. Good, sample 2: good, 0.0102. Good, sample 3: good, 0.0103. Good, sample 4: good, 0.0103. Good, sample 5: good, 0.0103. Good, sample 6: good, 0.0103. Good, sample 7: good, 0.0103. Good, sample 8: good, 0.0103. Good, sample 9: good, 0.0103. Good, sample 10: good, 0.0103. Good, all observations fell within specification. No evidence of manufacturing defect was observed on the returned samples, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0335044. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200924108] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter: the consumer reported the needles break when inserting into skin and or vial and was able to remove the needles on own. Date of event: unknown. Sample status: awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for breaks off during use on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot # concluding all inspections were performed as per the applicable operations and met qc specifications.